Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 500mg/dl, with polydipsia, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient had changed the site and continued to use the pump. The basal history showed the pump delivering insulin. The patient was unable to provide further information. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The pump passed all required testing for delivery accuracy. A review of the total daily doses confirmed the basal deliveries added up correctly with the basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.